Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg test system result for one patient sample. The original result was >10000 miu/ml with a data flag. The customer programmed a 1:50 dilution and the result was 38.34 miu/ml with a data flag which was automatically released. The physician called and did not believe the result. The customer retested the sample with a 1:100 dilution as recommended in product labeling and the result was 121069 miu/ml with a data flag. This result was believed to be correct. The corrected result was called to the physician. The patient was not adversely affected. The reagent lot number was 18912301 with an expiration date of 28-feb-2018. The field service representative could not determine a specific root cause. He found the pipettor cover was not properly secured and the pipettor flex tubing was not threaded correctly into the acrylic block connection. He secured the cover and replaced the pipettor flex tubing. He ran performance testing and the results were within specification. Calibration and qc were acceptable. The customer repeated the patient sample in question with 1:50 and 1:100 dilutions and was satisfied with the results.

Manufacturer narrative:
A specific root cause could not be determined. With the provided instrument data which all was within specifications, no problem could be identified. The reason why the pipettor cover was not secured properly could not be identified. Since only one patient sample was affected, a preanalytic problem could not be excluded.